Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the diagnostic mobile programmer application was unable to interrogate the implantable cardiac monitor (icm), due to loss of telemetry after approximately three seconds of sensing. The user scanned the qr code and selected "activate device," which led to the data load or quicklook screen. However, the connection was subsequently lost. Troubleshooting steps were advised, including selecting "lost packaging" and attempting the process again. Additionally another patient connector was used to try both the "insert device" workflow (via lost packaging) and the "check patient" workflow, but the device remained undetectable. It was also noted that there was no lock symbol present, indicating that the device was not in battery attack mode. The patient was brought back to the lab for explanation of the original device, and a new linq22 was implanted. No patient complications have been reported as aresult of this event.

Event description:
It was reported that the lnq22 implantable cardiac monitor was explanted on the same day it was implanted due to loss of telemetry after approximately three seconds of sensing. There was an inability to reinterrogate the device despite attempts with multiple tablets and patient connectors, scanning the package, manual serial number entry, and technical troubleshooting with technical services. The patient was brought back to the lab for explantation of the original device, and a new linq22 was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.